Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not be changed from ¿black and white¿ to ¿black and black" and the plug deployment button could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. After retrograde femoral artery angiography, the operator used the exoseal to block the femoral artery puncture point. The patient's femoral puncture point was free of tortuous vessels and calcified plaque. There were no visible signs of device/package damage prior to use. The exoseal vcd was used in a diagnostic procedure. The patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was a stent near the puncture site. There was no vessel stenosis greater than 50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The operator is experienced in the use of the exoseal device which was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not be changed from ¿black and white¿ to ¿black and black" and the plug deployment button could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. After retrograde femoral artery angiography, the operator used the exoseal to block the femoral artery puncture point. The patient's femoral puncture point was free of tortuous vessels and calcified plaque. There were no visible signs of device/package damage prior to use. The exoseal vcd was used in a diagnostic procedure. The patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was a stent near the puncture site. There was no vessel stenosis greater than 50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The operator is experienced in the use of the exoseal device. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found unlocked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was unlocked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues that clogged the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The window was able to be manually moved to achieve the three stages, and there was no anomalies of the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the guard unlocked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.